Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced an itchy rash due to an allergic reaction at the pocket site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.